Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Images were provided of the devices and the patient's anatomy. The inflation balloon was observed stuck on the sheath distal tip during delivery system retrieval. Additionally, a radial and longitudinal burst of the balloon could be seen. The distal balloon was inverted over the balloon tip with blood. The patient's annulus was observed to have calcified leaflets. The esheath was observed with the catheter inserted through the delaminated sheath liner. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were confirmed by the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported, 'while valve was deployed the balloon ruptured.' It was noted that the patient has calcification in annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is possible that the balloon burst altered the balloon profile. The altered delivery system made the device more susceptible to catching on the tip of the sheath. This subsequently led to the high resistance during withdrawal of delivery system from the patient. Additionally, per the information provided, 'calcium was attached to sheath,' which may have exacerbated the withdrawal difficulties. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. It should be noted that these mitigations are still in place. As such, available information suggests procedural factors (withdrawal of burst balloon) and/or patient factors (calcification) could have contributed to the complaint event.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-02438. Investigation is ongoing.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the patient underwent implant of a 26mm sapien 3 valve, by transfemoral approach. While the valve was being deployed, the balloon ruptured and during withdrawal, became stuck in the expandable portion of the esheath. The operator removed the esheath and delivery system at once, damaging the devices. Imagery provided showed delamination of the esheath. A new kit was opened to use the new esheath and a 26mm delivery system for post dilatation, as the valve was not fully deployed. The patient's femoral artery was repaired by cardiac surgeon.